Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Diopter 22.00. Evaluation method: device work order search. Evaluation results: the device work order search revealed no similar complaint within the work order. Conclusion not yet available. Evaluation is in progress. (B)(4).

Event description:
The reporter indicated the surgeon used a ks-ni2 aq310ain 22.0 diopter preloaded injector. When handling the rod, it was tough to push. The rod passed above the lens. The lens rotated and became blocked/stuck in the injector. The lens was caught at the nozzle slit. No patient contact. Cause of incident is unknown.

Manufacturer narrative:
Data analysis performed by staar (B)(4) determined that the performance of the preloaded injector system degraded with aging after sterilization and this is more frequent in low diopters (12.5d-16.0d). In addition, the mechanism of the irregularity (lens does not travel as intended) was identified. The key findings was the nature of the lens per different diopter sizes. The low diopter lenses (12.5d-16.0d) contact more on the bottom and ceiling of the cartridge compared to the medium and high diopter lenses. Therefore, it is concluded that the root cause of this nonconformity is the design of the product.(B)(4).